Manufacturer narrative:
(B)(6). Correction - contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
Based on the provided pictures, there was an open seal. It was unknown if the product was used.

Manufacturer narrative:
Complainant address: (B)(4). Correction - contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
Based on the provided pictures, there was an open seal. It was unknown if the product was used.